Manufacturer narrative:
No further information on patient.

Event description:
A recall for this issue was initiated on 04/23/2015. Machine fell and struck patient. There were no specifics given regarding injury other than that an injury occurred.